Event description:
It was reported via repair work order that the brakes could not remain fully engaged due to malfunctioned brake rod support. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the brakes could not remain fully engaged due to malfunctioned brake rod support. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the manufacturer's investigation, it was determined that the side control brake rod support screw had stripped. Due to the stripped screw being on the side control brake, the head end and foot end brakes should have no functionality issues. Additionally, there were no head end or foot end brake engagement issues reported. This issue is not likely to result in serious injury or death because the unit's brakes could still be engaged using an alternative brake (the head or foot end) pedal if needed. Evaluation conclusion - it was communicated to the customer that the unit should be scrapped.